Event description:
A pt with ischemic heart disease and hypertension underwent aaa repair in 2007. The procedure was conducted as labeled. Upon completion of the procedure, a type ii endoleak was confirmed but the physician decided to observe the endoleak as it was very small. At the time of discharge the following month, CT detected areas of decreased blood flow in the upper pole of the left kidney. The type ii endoleak was resolved, blood test result was normal and no symptoms were shown. A CT in 2008, showed a contracted upper pole in the left kidney. As of 2008, blood test result was normal and no symptoms were shown, thus the physician took a wait-and-see approach. The physician commented that the left renal artery was divided into two branches immediately after arising from the aorta. Inadequate blood flow in the lower branch was noted by comparing pre-and post-procedural CT scans. Thus, the occlusion was considered to have occurred during the procedure. As of 2009, it was stated that there has been no recovery.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specific to placement of the stent graft, the IFU warns that inaccurate placement of the graft may result in inadvertent occlusion of the renal arteries. Additionally, prior to pulling the sheath back to expose the first two stents, the IFU instructs the user to verify the four gold markers are just inferior to the most inferior renal orifice. This is similarly instructed prior to advancing the top cap off the top stent. The device remains implanted and no images were provided to assist in this investigation. From the information provided we are unable to determine the root cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.